Event description:
Customer reported she experienced low blood glucose of 46 mg/dl. Customer declined to troubleshoot for low blood glucose due to being a past event. Customer also reported that she has received multiple no delivery alarms during manual prime. Customer stated that she had two bent needles on the infusion sets out of the packaging and her husband was able to straighten them to use them. Customer stated she does not feel safe using the infusion sets after receiving no delivery alarms. Customer runs a self test often to make sure her insulin pump is working; customer stated she stays connected to the insulin pump while running the test. Customer was instructed to disconnect during the process. Also stated her belt clip broke. Customer declined to troubleshoot for no delivery alarms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.